Manufacturer narrative:
No sample and/or lot is available for investigation. Info has been added to the database for trending purposes.

Event description:
The customer associated to this report called to inquire on an article about the shiley recall and wanted to try to confirm if a tube that her husband used was part of the recall. Further info provided by the customer revealed that the tube used by her husband was suspected to be a size 7 extended length distal cuffed tube. The customer reported that on (B) (6) 2009 her husband expired due to pre-existing medical conditions and at the time of the event the tube was not in use, but did recall that months prior to the event, the tube did develop a leak and was transported to a local hospital for replacement. No further info was provided by the caller.